Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced diabetic ketoacidosis. The customer¿s blood glucose level was over 331 mg/dl at time of incident. Another blood glucose level was 508 mg/dl. Customer stated that they were using the insulin pump all day and they did not go to the hospital and they mentioned that it was a diabetic ketoacidosis. The device will not be returned for analysis. Frn-unk-rsvr, unomed set.